Event description:
It was reported that the superion indirect decompression system implant patient experienced a dislodgement of the implant due to increased activity wherein causing a lack of pain relief. The patient underwent an explant procedure where the implant was removed. The patient was doing well post-operatively. The explanted device was retained by the facility and was not returned to bsc.